Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine hemorrhaging") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. Concomitant products included amlodipine (norvasc), cetirizine since 2013, ondansetron since 2013, potassium since 2013, ranitidine since 2013 and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), eczema ("eczema"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (abalation). Essure treatment was not changed. At the time of the report, the uterine haemorrhage and pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, eczema, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased had not resolved. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the events abnormal vaginal bleeding, menorrhagia, apareunia, depression, mental anguish, eczema, migraines, headache, nausea, nickel allergy, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain added. Concomitant medication,reporters,concurrent condition and events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and uterine haemorrhage ("abnormal uterine hemorrhaging") in a 50-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high and morbid obesity. Concomitant products included amlodipine (norvasc), cetirizine since 2013, ibuprofen since 2009, ondansetron since 2013, potassium since 2013, ranitidine since 2013 and vicodin (norco). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and anaemia ("blood or heart disorder/condition: anemia"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("eczema"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("lower back pain"), arthralgia ("hip pain"), pain in extremity ("leg pain") and groin pain ("groin pain"). The patient was treated with surgery (abalation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, eczema, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased had not resolved and the uterine haemorrhage, pelvic pain, anaemia, back pain, arthralgia, pain in extremity and groin pain outcome was unknown. The reporter considered allergy to metals, anaemia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, groin pain, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received. Concomitant condition added. Following event: blood or heart disorder/condition: anemia, lower back pain, hip pain, leg pain, groin pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.